Event description:
The hosp reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro 2 cautery portion of the unit came apart. This reportedly occurred during burning of the branches. A new kit was used to complete the procedure. There were no pt effects. The product was returned. The device was investigated and it was found that the cautery portion was the heater element that had bent.

Manufacturer narrative:
Investigation: visual inspection revealed that the heater tip was detached and bent. The jaws were somewhat burnt. There was some evidence of blood. Based upon the visual observations, the reported complaint for "cautery portion came apart" was confirmed as a heater wire issue. A lot history record review was competed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).